Event description:
It was reported via repair work order that the mattress pads and bladders are covered in rust or blood. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined this is a joerns product. Joerns, the manufacturer is responsible for all regulatory reporting and complaint handling and closure. This complaint was sent to joerns for regulatory reporting determination.

Event description:
It was reported via repair work order that the mattress pads and bladders are covered in rust or blood. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.